Event description:
On 24-sep-2025, additional information was received indicating the user experienced a hypoglycemic event approximately 50 days prior, with a bg as low as 35 mg/dl, requiring ems assistance and overnight hospitalization at montafurry hospital. The user reported that ems treated the low bg before transport and that glucose was managed in the hospital; she was discharged the next day. The user has continued ilet therapy since discharge with improved glycemic outcomes and no recurrence of severe events.

Manufacturer narrative:
This supplemental report is being submitted to provide updated information received on 24-sep-2025 confirming that the user required ems treatment and overnight hospitalization for severe hypoglycemia (bg 35 mg/dl). The user was treated with IV glucose and discharged the following day. No new information regarding device performance has been received, and the investigation remains in progress.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient (on day 2 of pump use) called reporting low blood glucose (bg), reported at 45 mg/dl. Agent explained this may be due to adjustment period. Patient also needed help with a supply change after running out of insulin but had significant difficulty, and found process too complicated, and decided to use multiple daily injections (mdi) until seeing her doctor. The patient continued dropping low during the call. She confirmed not rewinding pump during her morning change, leaving only 19u of insulin. Agent advised ER visit, but patient chose to self-manage. The trainer notified of patient¿s difficulties and missed rewind step. No medical intervention performed, the patient was reported to fell a little "down". Bg was affected.